Manufacturer narrative:
One agilis nxt introducer was returned for evaluation. Visual inspection revealed the introducer sheath tubing had been kinked in two locations along its length and bent into a "u" shape. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the sheath damage is consistent with forcible contact. How or when the forcible contact occurred remains unknown. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.

Event description:
Related manufacturer reference: 2030404-2014-0030, 3005188751-2014-00038, 3005188751-2014-00039, 3005188751-2014-00040. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A livewire duo-deca ep catheter was placed in the coronary sinus as a positional reference. An agilis nxt introducer, a sl1 introducer, and a non-sjm ice catheter were advanced into the right atrium. Two brk transseptal needles were used to perform two transseptal punctures, after which a non-sjm lasso catheter was placed in the left atrium to assist in geometry creation with the ensite navx system. After the geometry was completed, a safire blu duo ablation catheter was used to perform ablation around the pulmonary veins. While ablating in the septal region anterior to the right pulmonary veins, an increase in hear rate was noted. The non-sjm ice catheter revealed a pericardial effusion. A pericardiocenteses was performed; however, due to continued active bleeding, the patient was transferred to a surgery center for successful repair of an intra-atrial perforation. The physician alleged no performance issues with any sjm device.